Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose of 18 mg/dl and was subsequently hospitalized. The customer alleged that the pump was "hacked" and delivered too much insulin as the customer observed insulin coming from the tubing after disconnecting the tubing from the body, despite not requesting any insulin to be delivered. Additionally, the pump reset unexpectedly. Bg was treated with glucagon shot and fluids. Reportedly, customer suffered a sprained wrist after giving glucose shot. The customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.